Event description:
Device issue: leaking after deployment. Time of device issue: during the procedure. Adverse event: perforation/continued active bleeding/cardio tamponade/pericardiocentesis. Onset of adverse event: during the procedure. It was reported that a 3.5 x 28 mm rx promus stent was deployed and during post dilatation of the promus, a perforation occurred. The first 4.5 x 19 mm graftmaster was deployed, but there was a residual leak and another 4.0 x 19 mm graftmaster stent was deployed. However, there was still some leaking. The pt experienced cardiac tamponade which required pericardiocentesis. The physician stated that the tamponade was primarily due to the anti-coagulants used during the case, which could not be reversed. The perforation was treated with balloon inflations with a dilatation balloon catheter and took approx an hour and a half to get the bleeding to completely stop. The pt outcome was good and the pt was discharged three days later approx on (B) (6) 2010 or (B) (6) 2010. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info. The 4.5 x 19 mm graftmaster (part 12747-19, lot 52149), and the 3.5 x 28 mm promus (part 1009542-28b, lot unk), are being filed under separate MFR#'s.